Event description:
It was reported that the tip of the cayman mi spring loaded awl bent intra-operatively. The awl is used to prepare the bone for placement of screws. The surgeon did not elect to use or did not have on hand a back-up instrument to prepare the second screw hole. The cayman united two-hole plate and cascadia interbody were implanted but only one of two securing screws was placed. No adverse consequences to the patient have been reported and the surgeon does not plan to re-operate at this time. This record captures the cascadia interbody.

Manufacturer narrative:
Visual, functional and dimensional analysis could not be performed as the device remains implanted in the patient. Device and complaint history records could not be reviewed as the device lot number was not available. It was reported that the cayman united 2 hole plate was implanted with only one screw; therefore, the cascadia lateral interbody was not able to be fixated as intended. Further investigation was not possible as the device was not available for evaluation.

Event description:
As the screws of the plate were unable to placed, the cayman united 2 hole plate and cascadia interbody were not fixed as intended. No adverse consequences were reported at this time. This record captures the cascadia interbody.